Event description:
(B)(6) results for (B)(6) and anti-rubella igg (rubg) were obtained on an advia centaur instrument. The results were reported to the physicians. All the samples were rerun on another advia centaur instrument in the same laboratory and corrected reports were issued for the (B)(6) results. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) and rubg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and identified a broken sample line as cause of the event. The sample probe, sample line, sample plunger and pressure transducer board were replaced. The system is performing within the specifications. Further evaluation of the device is not required.